Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited their physician due to hyperglycemia on 18jan2024. The patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 5 and 24 hours on the abdomen. The patient was treated with insulin via pen and a new pod was applied.